Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and plugging into a wall outlet. There was no adverse impact to the caller¿s blood glucose level. Technical support instructed the caller to try a different wall adapter, which did not resolve the issue, and concluded that a replacement pump would be provided. The caller was informed to use multiple daily injections as a backup therapy until the replacement pump arrives and instructed to return the problematic pump using a pre-paid label, with acknowledgment of the process.